Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc investigated the device and confirmed that the reported event was reproduced when the device was turned on. Omsc determined that the reported event was caused by a failure of the led element mounted on the front panel unit. The exact cause of the led element failure could not be conclusively determined. However, since there is no abnormality in the appearance of the device and there are no multiple failures, the element may have accidentally failed. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Olympus service operation repair center (sorc) inspected the device and confirmed that the led on the front panel was not lit up properly. Then, the device was returned to omsc for evaluation. Omsc inspected the device and confirmed the following: the reported phenomenon was reproduced. When the device was connected and operated according to the instruction manual, no abnormalities other than the above malfunction were confirmed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during periodic maintenance, it was found that the segment displaying the digital number of the volume indicator was missing. There was no report of patient injury associated with the event.